Manufacturer narrative:
Blank display due to corroded battery cap contact. However using a test battery cap, the insulin pump was received with normal operating currents. No unexpected failed battery test, battery out limit, and weak battery alarm noted. Insulin pump passed the prime/compromised force sensor system and excessive no delivery test. No excessive no delivery alarm noted. Insulin pump was received with scratched lcd window, cracked display window corners, battery tube threads, reservoir tube lip, and belt clip slot. (B)(4). Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that they had issues with the battery. The insulin pump would turn off and the time/date would change. The customer checked the alarm history and no delivery, battery out limit, low battery, and weak battery alarms were found. Customer's blood glucose level was 280 mg/dl. The customer treated his blood glucose level with a bolus. The insulin pump alarmed no delivery. The insulin pump had a blank display. The contacts on the battery cap were damaged. The no delivery alarm was resolved with a complete set change. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.